Event description:
Per the info provided to co by the physician's office, the device was removed because "the prosthesis (was) devoid of fluid and will not inflate." As reported to co, only the pump and connectors were removed and replaced. 7/25/97-in the operative notes the physician/surgeon stated that "the pump was cut down upon using the cutting current of the bovie. The tubing was traced down. There was a fracture of the tubing with separation of the nylon leader off the wall of the tubing of the middle tube going to one of the cylinders." After the new pump was placed, the physician/surgeon said that "the prosthesis cycled satisfactorily."